Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging he was having issues testing with every 3rd test strips with both his meters. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the primary complaint was not confirmed, no error message was observed during control solution testing. An error message was observed in the error log, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.